Event description:
Staff nurse note to the unit clinical educator stated, "the right arm PICC broke upon pt's transfer from bed to bed". On visual examination rn found the line separated between the reinforcement cuff and catheter. The catheter and hub were saved. The external measurements on the catheter are observable and read 0-49 cm. The last cm of the catheter (tip) was cut by the staff nurse and sent for culture.